Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. The visual inspection revealed that the femoral component has dried bone cement on it and there are some scratches on the implant. The visual inspection of the insert revealed discoloration, scratches and gouges on the device. These devices show signs of wear and use. This inspection was conducted by naked eye. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that although rare, metal sensitivity or allergic reactions in patients following joint replacement have been reported. Implantation of foreign material in tissues can result in histological reactions involving macrophages and fibroblasts. This has been identified as a possible adverse effect. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. No defects were found on the returned device, therefore no factors that can contribute to the reported event can be delineated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H2: additional information ¿d1, d4¿.

Event description:
It was reported that, after a tka had been performed on an unknow date, due to patient's nickel allergy. A revision surgery was performed on (B)(6) 2024 , in which a jrny ii bcs femoral oxin rt sz 6 and a jrny ii bcs xlpe art isrt sz 3-4-rt 10mm were explanted and revised with a legion ox femur and conversion poly. Patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).